Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -8.0/+1.5/097 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault and explanted within the same day with no apparent injury. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Previous claim # (B)(4) was incorrect; the correct claim # (B)(4). (B)(4).

Manufacturer narrative:
The lens was returned dry in case/vial; visual inspection found no visible damage. (B)(4).